Event description:
On or around 5/11/1998 the account received a false positive bhcg result of 61 miu/ml, which was run on the axsym analyzer. The sample was retested, after it was centrifuged for 10 minutes at 5000 rpm, and a result of 0.0 miu/ml was generated. No report of injury.